Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 123 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that out of range issues occurred between the transmitter and pump for unknown amount of time, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was 123 mg/dl. Reportedly, the customer continued to use the pump for insulin delivery.